Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning is performed immediately (less than 5 minutes) after procedure and the automated endoscopic reprocessor (aer) used is medivator advantage; the detergent used is rapicide 1 and the disinfectants used are rapicide 2 and pa. The instrument/suction channel was aspirated and flushed with water (until the aspirated water becomes clear), the auxiliary water channel was flushed with water, and the air/water channel was not flushed with water and air by using mah-948, and the forceps elevator was moved to raise and lower 3 times in the water during aspiration. The air/water channel and balloon channel were not flushed with water and air by using maj-1444 (air/water valve) and maj-629 (air/water channel cleaning brush), and the aspiration was not done with either the first or second position of the suction valve. All reprocessing accessories were without defects, a leak test was performed in accordance with the instructions for use. The manual detergent used is mediclean forte; the instrument/suction channel, suction cylinder, instrument channel port were all checked for the brushed points; the air/water channel, the instrument/suction channel and the auxiliary channels were flushed. The detergent was aspirated through the instrument/suction channel, the brush was inserted into the instrument channel from the suction channel, and the forceps elevator was brushed; the distal end was also brushed with the channel-opening brush and maj-1888 (single use soft brush). The flushing was performed in accordance with the instructions for use, the forceps were operated (up/down) in the detergent solution, and the forceps elevator was flushed appropriately. The distal end was not flushed with maj-2319 (distal end flushing adapter). The storage practice is placing the scope a drying cabinet for a maximum of 30 days (until the next procedure), and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After many reprocessing cycles, the endoscope eventually tested negative; therefore, the device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, the evis exera iii colonovideoscope tested positive for 20 colony forming units (cfus). Species not provided. The device received the repaired device. After the device underwent a full cleaning, disinfection and sterilization (cds) process according to the instructions for use (IFU) (leak test, manual cleaning, endothermo disinfection process), the endoscope still tested positive for bacteria. The hospital reprocessed and tested the scope again. The scope had tested negative. The scope had been quarantined at the user facility pending the additional testing. There were no reports of patient harm associated with this event. Per the reporter, this was not the first scope returned repaired that had tested positive. Related patient identifiers: (B)(6) (model number cf-hq190l, serial number(B)(4)) and (B)(6) (model number gif-hq190, serial number (B)(4)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the user, refer to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the investigation, there were no obvious deviation from the instructions for use (IFU) when reviewing the reprocessing steps provided by the user. The investigation was unable to determine the cause of the positive culture. IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Event description:
The device was last repaired on 27dec2022, no channels were replaced and the customer did not report that the device was wet when it was received. Although requested, the customer has not provided any further details regarding what species the device tested positive for.